Manufacturer narrative:
Date received by MFR: 30oct2019. Per field service engineer (fse) the issue was address by performing the touch screen replacement . The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01oct2019.

Event description:
The customer reported that the touch screen is faulty. The customer reported that the unit was in use on patient , but there was no patient harm reported.